Manufacturer narrative:
Customer complaint of item c6370, broken during the procedure was confirmed. Visual examination of returned used device, item c6370, found suture hook broken off at the tip. Broken piece was not returned. See attached photo. Examination was performed per print c6370 found no issue with weld process. Suspect, device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the user is advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c6370, was being used during a shoulder arthroscopy procedure on (B)(6) 2020 when the "surgeon used more force during the handling of item c6370, resulting in its breaking, no fragments remained in the patient." The procedure was completed and there was no report of delay. There was no injury/impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.